Manufacturer narrative:
Checking the sterilization charts of the involved lot #s, no pre-existing anomaly was found on the overall number. All the products with these lot #s have been properly sterilized before being placed on the market. Device analysis the items involved were not available to be returned to limacorporate for further analysis. X-rays analysis limacorporate received a total of three x-rays referring to pre-operative revision surgery. The x-rays received - dated 26/03/2023 - have been evaluated by a medical consultant. Following, the medical consultant comments: "this is all due to infection, there are no implant-related problems to be observed". Considering that: check of sterilization charts highlighted no anomalies on the components sterilized with the involved lot #s; according to the medical consultant the revision surgery is due to infection and there are no implant-related problems; we can state that the event was not product related. Pms data according to limacorporate pms data, revision rate of smr reverse implants due to infection is 0.075%. Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate continues monitoring the market to promptly detect any further similar issue. Note: this is a final MDR.

Event description:
Shoulder revision surgery of a smr reverse prosthesis performed on (B)(6), 2023, due to infection. The following components got explanted and replaced: smr reverse hp liner short (product code 1365.09.010, lot #2219918 - ster. 2200267) - product not sold in the us smr connector small std (product code 1374.15.310, lot #2226283 - ster. 2200318) smr reverse hp glenosphere 40 mm (product code 1374.50.400, lot #2300434 - ster. 2300013) - product not sold in the us it was reported that a washout was performed, and specimen were taken, however the pathogen responsible for the infection is not known. Previous surgery took place on (B)(6), 2023. Patient is a female. No other clinical information is available. Event happened in australia.

Event description:
Shoulder revision surgery performed on (B)(6) 2023, due to infection. The following components got explanted and replaced: · smr reverse hp liner short (product code 1365.09.010, lot #2219918 - ster. 2200267) - product not sold in the us; · smr connector small std (product code 1374.15.310, lot #2226283 - ster. 2200318); · smr reverse hp glenosphere 40 mm (product code 1374.50.400, lot #2300434 - ster. 2300013) - product not sold in the us; it was reported that a washout was performed, and specimen were taken. Previous surgery took place on (B)(6) 2023. Patient is a female. No other clinical information is available. Event happened in australia.

Manufacturer narrative:
Checking the sterilization charts of the involved lot #s, no pre-existing anomalies were found on the components sterilized with those lot #s. We submit a final MDR as soon as the investigation is complete.